Event description:
It was reported that a vns pt was experiencing an increase in seizures. However, the pt's vns system has not been evaluated since (B)(4) 2011. A battery life calculation was performed with the pt's available programming history from the date of implant, (B)(6) 2009, through (B)(6) 2011, and the results were 14 years until eri=yes. This is likely attributed to the pt's low settings with the off time being 180 minutes. The pt has been referred to a neurologist but has not been evaluated to date. No add'l info has been provided thus far.